Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for high svc coil impedance on the right ventricular lead. The alert setting was changed and the lead remains in use. No patient complications have been reported as a result of this event.